Manufacturer narrative:
Additional information was received that fourteen total units were transfused. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID ls-enveor-34-c; product lot/serial number (B)(6); product type: compression loading system; implant date na; explant date na product ID enveor-n-c; product lot/serial number (B)(6); product type: delivery catheter system; implant date na; explant date na pli 10 product ID evolutr-34-c; product lot/serial number (B)(6); product type: heart valve; implant date na; explant date na note: an additional regulatory report pertaining to this event is #2025587-2024-03691. The codes present in section h6 correspond to multiple components/products that comprise this reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve (b762203), the valve was deployed to 80% upon the first deployment attempt but the blood pressure was not recovering from 40/30 mmhg. The valve was immediately recaptured and the patient was stabilized with medicine and pacing. The second attempt at deployment had the same result but the blood pressure did not return and the patient arrested. Cardiopulmonary resuscitation (CPR) and defibrillation were performed. The valve and delivery catheter system (dcs) were withdrawn from the patient and will be returned for analysis with the valve still loaded. It was reported that the valve appeared to remain constrained after recapture and also after being taken out of the body. During film review, it appeared the capsule was not following closed when crossing the annulus. After the patient was stabilized, a second valve (b735533) was loaded onto a new dcs and implanted. Complete heart block (chb) was noted at the time of implant. It was reported that the physician believed there was a fundamental issue with the first valve itself as both deployment attempts were unsuccessful and the second valve did not have the same issue. Following the second valve implant, an echocardiogram showed an aortic sinus hematoma at the aortic/mitral continuation and a pericardial effusion was noted which the physician believed were caused by the dcs. Medication was prescribed but the hematoma and pericardial effusion continued to expand. A decision was made to open the chest to perform a root repair and explant the transcatheter valve. A non-medtronic surgical valve was implanted and the patient was reported to be doing well following the procedure. The explanted valve will be returned for analysis. Two days post-implant, a permanent pacemaker was implanted due to the chb. No further adverse patient effects were reported. Additional information was received that a left ventricular outflow tract (lvot) rupture had occurred during the implant. Additionally, the patient was transfused with eleven units of red blood cells (rbc), two units of platelets and two units of fresh frozen plasma (ffp). Additional information was received that fourteen total units were transfused. Additional information was received which indicated that 5 days following the valve implant procedure a lower extremity non-invasive test was performed for asymmetrical leg edema. This test confirmed acute bilateral deep vein thrombosis (dvt) in lower extremities. Two anti-coagulant medications were administered. The physician indicated it was unknown if the dvt event was related to the transcatheter valve implant and/or revision procedure with the surgical valve implant. The dvt event resolved without sequelae approximately 7 months and 2 weeks following onset. No additional adverse patient effects were reported.

Event description:
Additional information received indicated that 13 days following the transcatheter valve implant, explant and the surgical valve implant procedures a chest x-ray identified chest congestion with modest left lower lobe (lll) infiltrate and pleural effusion. Antibiotics and nebulizers were administered. A follow-up x-ray was to be performed in 4-6 weeks. The physician indicated the pleural effusion was probably related to the surgical valve procedure but unknown if related to the transcatheter valve procedures.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The main component of the system. Other relevant device(s) are: product ID: evolutr-34-c, serial (B)(4), use by date 2019-03-10, (B)(4). Product analysis: the device has been returned but the analysis is not complete. Conclusion: a supplemental report will be filed following completion of the analysis. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, complete heart block (chb) was noted. Following the implant, an echocardiogram showed an aortic sinus hematoma at the aortic/mitral continuation and a pericardial effusion was noted which the physician believed were caused by the dcs. Medication was prescribed but the hematoma and pericardial effusion continued to expand. A decision was made to open the chest to perform a root repair and explant the transcatheter valve. A non-medtronic surgical valve was implanted and the patient was reported to be doing well following the procedure. Two days post-implant, a permanent pacemaker was implanted due to the chb. No further adverse patient effects were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, the valve was discolored showing evidence of blood contact. There was no evidence of distortion or damage on the frame. The valve was fully expanded with no kinks or bends to the frame. All leaflets were flexible and intact. Leaflet 2 was partially in the open position. All commissures were intact. The valve was placed in warm water and showed no change in the condition of the frame. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received that a left ventricular outflow tract (lvot) rupture had occurred during the implant. Additionally, the patient was transfused with eleven units of red blood cells (rbc), two units of platelets and two units of fresh frozen plasma (ffp). If information is provided in the future, a supplemental report will be issued.